Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The pump correctly triggered the e7002 error messages as the vibrator had a temporary electrical interruption. The exact reason is unknown. During the investigation, the vibrator works again.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Upon review by the manufacturer's investigation unit, the vibra-alarm in the infusion device was no longer functioning. No adverse event was reported. The suspected device was returned.